Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece. The helix was retracted and clogged with blood and tissue. After cleaning, the helix could be extended and retracted by applying torque directly at the connector pin. The full helix extension length was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented in clinic. It was discovered that the patient's right atrial (ra) lead was dislodged. The ra lead was explanted and replaced. The patient was stable.